Event description:
The customer reported the ventilator went vent inop and alarmed due to a data acquisition pcba adc reference failure. The customer reported the unit was in use and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's field service engineer reported review of the device diagnostic log confirmed the reported data acquisition pcba adc reference failure. The service engineer replaced the data acquisition pcb to flow-sensors cable to address the reported problem. Performance verification testing was completed and passed to operating specifications.